Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had noise. It was further reported that the right atrial (ra) lead was causing diaphragm stimulation that created unacceptable thresholds and it was not sensing the patient's atrial fibrillation. . The ra lead was capped and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.